Manufacturer narrative:
Http://www.sciencedirect.com/science/article/pii/s0741521410009456. The onyx will not be returned for evaluation as it was consumed in the event. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. The lot history record review was not possible since the lot number was not reported. (B)(4).

Event description:
Citation: wiegand s, kureck I, chapot r, et. Al.early side effects after embolization of a carotid body tumor using onyx. (J vasc surg 2010;52;742-5) doi:10.1016/j.jvs.2010.04.026. The information was received through literature review. The case of a (B)(6) woman with a carotid body tumor of shamblin class iii was reported. Ten hours after preoperative direct intralesional embolization with 20 ml onyx (ethylene-vinyl alcohol copolymer), the patient showed symptoms of horner syndrome and deficits of the hypoglossal and glossopharyngeal nerves. Intraoperative examination 12 hours after onyx embolization revealed a massive swelling of the hypoglossal and glossopharyngeal nerves. The patient's tongue motility and glossopharyngeal function improved within the next seven days, but horner syndrome was still present.